Event description:
It was reported that patients implantable pulse generator (ipg) was not keeping a charge. It was also noted that the infinion lead had high impedances. The patient underwent ipg and lead replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7071632.